Manufacturer narrative:
(B)(4). Pump received with blank display. Unable to perform the displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case corner of belt clip rails. Blank display due to misaligned battery tube. Cracked case corner of belt clip rails confirmed.

Event description:
Information received by medtronic stated that the cracked in back side of insulin pump. No harm was required during medical intervention. The device was returned for analysis.